Event description:
A report was received that the patient will undergo an ipg reposition due to pain at ipg pocket site.

Event description:
A report was received that the patient will undergo an ipg reposition due to pain at ipg pocket site.

Manufacturer narrative:
Additional information was received that the pain was due to the patient's wheelchair which was applying constant pressure to the ipg site in his buttocks. The patient underwent a pocket revision and the physician implanted two lead extensions and repositioned the ipg from his buttocks to the left abdomen area. The patient was reportedly doing well following the procedure.